Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the inability for the ins to connect with the programmer was resolved and the patient can connect with programmer. The rep said the lead was not broken. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 977c165, serial#: (B)(4). Implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator (ins) was not able to connect with the patient programmer (pp) and the implantable neurostimulator recharger (insr) since he fell on (B)(6) 2019. The patient fell off the side of his pontoon and hit his neck, solo flex and left shoulder; they went to the emergency room (ER). Lastly, it was noted that the patient felt that he might have broken a lead and stated that might be why he was not able to connect to the ins with either external device. It was later noted that the patient was scheduled for mris on (B)(6) 2019 but wanted to meet with a manufacturer representative (rep) to turn the ins off. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to facilitate the appointment for the patient with the rep. There were no further complications reported or anticipated.